Event description:
It was reported that the patient¿s blood glucose level rose to 400 mg/dl while wearing the pod for an unknown period. The patient reported upon removal of the pod; the cannula was found to be bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine root cause for the reported issue of bent cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.